Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A visual inspection was performed and found a broken uv iii/manual spike connector. Pressure test was performed for the rest of the uv iii spike with no abnormality observed. The reported problem was verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. The cause of the connectin issue was determined to be the damaged/broken spike connector. A CAPA has been opened to further investigate this issue. Should additional information become available, a supplemental report will be submitted.

Event description:
A separated tip protector of the bag line was observed. This event occurred before use. There was no patient involvement. No additional information is available.